Event description:
The patient experienced nausea and vomiting which began on (B)(6) 2012. She was admitted to the hospital on (B)(6) 2012. She was still nauseated but the vomiting was under control. It was confirmed that there was no known cause of the event. The device was interrogated and determined to be functioning normally. The parameters were adjusted and the patient status was okay.

Manufacturer narrative:
Lead model 435135 serial# (B)(4) implanted: (B)(4) 2012 explanted: lead model 435135 serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(4).